Event description:
It was reported by service report that the fowler drifts down and the foot board is not functioning. The customer could not determine if there was pt involvement or if there were adverse consequences to report.